Manufacturer narrative:
The field service engineer (fse) was dispatched to the site on (B)(4) 2008, to investigate the event. The fse observed some discoloration or ceramic seals for pumps 2 and 4. The fse also performed a pipettor z alignment which was 3 - 4 steps low. The fse checked cleanliness of the valves and substrate probe and completed a high sensitivity (hs) system check which passed. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between jan 1, 2008 through oct 23, 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to elevated accu tni (troponin I) results generated on a unicel dxi 800 access immunoassay system. The customer re-ran the sample on and the result was within the normal reference range. The initial elevated result was reported outside the lab. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.